Event description:
A surgeon reported a patient experienced a posterior capsule tear during a procedure. There was no intervention required and the intraocular lens was implanted as planned. The surgeon suspects the I/a tip could be defective. Additional information has been requested. This is the first of four reports being filed for this facility.

Manufacturer narrative:
There was no sample returned for evaluation. The device history record for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the device history record review. The product was released according to the manufacturer's acceptance criteria. A complaint history review indicates no additional complaints were associated with this lot number. The root cause for customer complaint issue could not be determined. All silicone I/a tips are 100% visually inspected by trained operators using 20x magnification during the manufacturing process. (B)(4).